Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument broke and a component disengaged into the patient's cavity. The surgeon was able to remove the component and complete the procedure. The hospital has reported no patient injury occurred.